Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a malfunction of "battery currency seems inaccurate even though batteries were replaced" was not reproduced during product evaluation; however, the quality engineer has assigned the root cause to depleted main batteries resulting from user error. The main batteries and battery harness were replaced to correct this condition. This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006. A service history review revealed that this device has not been previously sent into service for the reported condition. However, during a previous fca upgrade, the main batteries were replaced. A device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the complaint lot or serial number.

Event description:
The facility reported a colleague infusion pump with a malfunction of the battery currency seems inaccurate even though batteries were replaced. This condition had the potential to interrupt delivery. It is unknown when this condition occurred, however it is known to have occurred in the pediatrics intensive care unit. There was no report of patient/user involvement, injury or medical intervention. The user interface module software version of this pump is currently unknown. No additional information is available.